Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.63 mm. The grips were not found to be cracked. Common causes are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, the prograsp forceps instrument was closing consistently. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument did not close consistently; the issue did not involve non-intuitive motion.